Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the singleboard computer. System operates as intended. (B)(4).

Event description:
The customer reported the system will not fluoro. No patient injury was reported.